Event description:
The customer reported the system had mixed cine image from another study. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the interconnect cable was replaced during service call. The system was tested and found to be working as intended and put back into service.